Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the remote monitor was not "picking up on" the implantable pulse generator (ipg). Troubleshooting steps were taken to no avail. The patient was referred to clinic. The patient management database confirmed that the remote monitor did not have any successful wireless transmissions since the date of the call. The remote monitor and the ipg remain in use. No patient complications have been reported as a result of this event.